Event description:
It was reported to philips that fluoroscopy storage intermittently failed due to an image disk issue on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
No solution was identified during the provided service activity, and the system was returned to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).